Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak was discovered during an unknown phase and cycle of a patient's treatment. A fluid was found under cassette door and pump module of the cycler. There were no alarms or warnings prior to or after the leak and the film on the back of the cassette was not loose. The patient was connected during the incident. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the patient experienced a fluid leak from the pump module area of the cycler during treatment and cancelled treatment but did not contact the pdrn for technical support to report the fluid leak. There were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun and the cause of the leak was unknown. Per pdrn the patient reported being able to smell the dialysate. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and cancelled treatment on the night of the reported event. The cycler set (cassette) used was not available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak was discovered during an unknown phase and cycle of a patient's treatment. A fluid was found under cassette door and pump module of the cycler. There were no alarms or warnings prior to or after the leak and the film on the back of the cassette was not loose. The patient was connected during the incident. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the patient experienced a fluid leak from the pump module area of the cycler during treatment and cancelled treatment but did not contact the pdrn for technical support to report the fluid leak. There were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun and the cause of the leak was unknown. Per pdrn the patient reported being able to smell the dialysate. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and cancelled treatment on the night of the reported event. The cycler set (cassette) used was not available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.